Event description:
The cryopreserved aortic valve and conduit was implanted into a pt with unknown medical history. It was reported that approx nine months later, the pt required treatment for fungal infection involving the organism candida. Additional info concerning this incident has been requested, but no info has been received to date.